Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and could not reproduce the iab catheter leak. The stm found no issues/problems with the iabp. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had a "leak in iab circuit" alarm. No patient injury or death was reported. No adverse event was reported.